Event description:
It was reported that there was a short expiration date. The implantable neurostimulator (ins) was implanted exactly 1 year ago. The stimulator's battery life was initially displayed as 7 years or more, but it changed to 5 years or more then 2 years or more. On (B)(6), it changed to 1 year or more. It was unknown if there were any contributing factors. The patient was asked to consult with the attending physician. The issue was not resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.